Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The omnilink elite peripheral stent system instructions for use (IFU) states to use the appropriate size introducer sheath for the selected stent delivery system. Additionally, the IFU states the device is indicated for the treatment in protected peripheral arteries and palliation of malignant strictures in the biliary tree. The investigation determined the reported difficulties appear to be user related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The emboshield nav6 referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the emboshield nav6 was advanced and placed distal to the moderately calcified and moderately tortuous, right common carotid target lesion. The 10x19 omnilink elite balloon expandable stent delivery system was inserted through what was thought to be an 8 french sheath when resistance was met. It was then noted that the sheath was actually 6 french. The omnilink elite stent dislodged from the balloon delivery system and was caught by the emboshield nav6. The 6 french sheath was exchanged for an 11 french sheath. The stent was captured with a gooseneck snare. The snared stent and filter were pulled through the vessel to the 11 french sheath, then successfully removed. There were no adverse patient effects. Another emboshield nav6 and another omnilink elite were used with a good patient outcome. There was no clinically significant delay in the procedure. No additional information was provided.